Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing which included bench handling and performing multiple 30 j testing without duplicating the customer report. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.